Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. According to the instructions for use (IFU), if only connected to one power source, the controller will function, but will sound an alarm after twenty seconds. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. The IFU explains the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient was at home when he noted that power port one on his primary controller would not attach to the ac power. He also attempted to attach a battery and it also would not attach. There were no pump stops associated with the event, however, a low priority alarm sounded due to the port one connection problem. The patient contacted the site and they were instructed to switch the primary controller to the backup controller. The patient performed the controller exchange with the help of the family and reportedly did well with the exchange. The replacement device resolved the reported issue. There were no consequences or impact to the patient. The site inspected the controller and could not confirm damage to the power port. The coordinators retrained the patient on making proper connections to the controller. The site felt it was necessary to retrain the patient due to past non-compliance. The patient denied dropping the controller. No further information was provided.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via visual inspection. Analysis of the controller revealed that the device failed visual inspection due to a bent pin on the power port 1 connector. The bent pin is most likely due to a forced or improper connection to the power port. Heartware has open an internal investigation to evaluate the controller bent pins. In addition, the controller failed visual inspection because the power port 1 connector was found loose from the controller housing with the o ring gasket misplaced. The most likely root cause of the bent pin can be attributed to a forced connection. The most likely root cause of the loose connector can be attributed to a shift in the manufacturing process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.